Event description:
It was reported that the patient presented to the hospital for a scheduled explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold measurements. The physician opted to explant and replace the rv lead to complete the procedure. The patient was in stable condition throughout.